Manufacturer narrative:
(B)(4). Other remarks: for related complaint see MDR #3010532612-2018-00005 and tc #1900057953. Also MDR #3010532612-2018-00006 and tc #1900057954.

Event description:
It was reported during an aortic aneurysm procedure three catheters were used because they showed flexibility without the possibility of entering the pulmonary artery. The three samples were placed by the same md. The catheters were placed at the following times: 3am, 7am, and 10. The patient died after the application. The patient's death was related to the patient's condition.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint that the catheter is difficult to advance in patient is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. No further action required at this time. Other remarks: for related complaint see MDR #3010532612-2018-00005 and tc #(B)(4). Also MDR #3010532612-2018-00006 and tc #(B)(4).

Event description:
It was reported during an aortic aneurysm procedure three catheters were used because they showed flexibility without the possibility of entering the pulmonary artery. The three samples were placed by the same md. The catheters were placed at the following times: 3am, 7am, and 10. The patient died after the application. The patient's death was related to the patient's condition.